Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and the reported complaint was not duplicated. Inspection of the equipment noted that the bag/vent microswitch was corroded. The microswitch was replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped working. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.